Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the previously working remote monitor was no longer receiving power. It was verified that the monitor was connected into a working electrical outlet. A new power cord was sent to the patient. No patient complications have been reported as a result of this event.